Manufacturer narrative:
Conclusion - the complaint cannot be verified due to a careless handling of the product. Result the softcomponents of the up/down button are lacerated. The damages did not influence the functionality of the insulin pump. Ingress of liquid can be possible. The buttons were tested successfully and the functionality comply with the product specification. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Patient reported that all of the buttons on the infusion device are non- functional. Patient did not report any health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.